Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline failed to open in the middle. The patient was undergoing treatment for an unruptured, fusiform aneurysm located in the right cavernous segment. The max diameter was 11mm. The patient's vessel tortuosity was severe. The landing zone was 4.2mm distal and 4.7mm proximal. The access vessel was the right internal carotid artery, which was 5mm in diameter. Dual antiplatelet treatment was administered. It was reported that pipeline was implanted and opened very well proximally, but in the area of the defect due to the absence of the wall, it was not possible to open the stent in the middle third despite multiple maneuvers. They had tried to open it inside the intermediate catheter to generate tracking in wall. After multiple attempts in which they observed twisting of the stent in the middle third and that it did not open, they decided to remove the stent. The pipeline was not positioned in a bend, and less than 50% had been deployed when it failed to open. The pipeline was resheathed more than 2 times. A replacement device opened completely and the aneurysm was treated. The patient did not experience any injury, symptoms, or extended hospitalization. Angiographic results post procedure showed that the replacement device was properly positioned, and no complications occurred. The devices were prepared and flushed according to the instructions for use (IFU). Ancillary devices include a neuron max 088 sheath, sofia 5fr guide catheter, phenom 27 microcatheter, and traxcess guidewire.

Manufacturer narrative:
A pipeline flex embolization device and phenom catheter were returned for analysis. The inner diameter (ID) of the phenom-27 mic rocatheter was found to be 0.027¿ per IFU (instructions for use). Per pipeline flex embolization device instructions for use (IFU): ¿the pipeline flex embolization device is designed to be delivered through a compatible micro catheter of 0.027¿ inside diameter. T herefore, the phenom-27 micro catheter was found to be compatible for use with the pipeline flex embolization device. The pipeline flex pushwire was found to be bent within introducer sheath at ~153.3cm from proximal end. The hypotube was found to be stretched with ptfe pulled back. The proximal bumper, pad, and pad restraint were found to be intact. The dps sleeves were found to be intact. The tip coil appeared to be in good condition. The pipeline braid was not returned. No device malfunction was reported for the phenom-27 catheter. No flash or voids molded were observed with the hub. The catheter body was found to be kinked at ~94.6cm, accordioned at ~3.4cm, and kinked at ~2.1cm from distal tip. No damages or irregularities were found with the distal tip and marker band. The catheter total length was measured and found to be ~157.8cm and the usable length was found to be ~150.9cm. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open middle section¿ was unable to be confirmed as the pipeline flex braid was not returned. The customer reported patient vessel tortuosity was severe. It is likely the failure to open is the result of vessel tortuosity or re-sheathing the device more than the recommended two times. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.